Event description:
It was reported that the patient experienced during physical labor the pain relief was not effective. The patient had an appointment where lead migration was confirmed through x-ray imaging, the lead had traveled 4 levels down. Lead revision may take place.

Manufacturer narrative:
Date of event is estimated (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an explant procedure, the system was explanted.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. X-rays confirmed lead migration. It was also determined the patient pain relief was ineffective. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.